Manufacturer narrative:
Concomitant medical products: evolutpro-29-us, transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also has potential oversensing during non hemodynamic episodes. The lead remains in use. No patient complications have been reported as a result of this event.